Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed that the electronic gas delivery module did not function as expected. An alternative device was employed. Manual control of the gas delivery remained available. There was no adverse consequence to a patient was a result of this event.